Event description:
It was reported that a large volume infusor delivered its contents at a faster rate than expected. The device was filled with 90 ml of normal saline and 4g of fluorouracil for a total volume of 250 ml. The device was then connected to the patient and was expected to complete its infusion in 45 hours; however, the actual infusion time was 27 hours. The reporter stated that the patient had used an elastomeric product two previous times with no issues. The patient complained of gastrointestinal reaction, nausea, vomiting, and liver area pain; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 21, 2013 to march 22, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.